Manufacturer narrative:
(B)(4). Provisional bottom. The returned provisional exhibited signs of repeated use and the medial side of the post had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured at the distributorship office after use. Attempts have been made, however, no additional information is available.